Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent noisy image due loose cable connection. The most probable cause of the complaint is traced to component failure which means that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited noisy and intermittent image and loose cable connection. There was no patient involvement.